Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl and had received an insulin flow blocked alarm. Troubleshooting was performed for insulin flow block alarm and the customer states the insulin exited. Advised to change the entire infusion system. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.